Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During function testing while running a set on the pump, the device was tested for flow accuracy and found to deliver with +4.258% and +2.730% while running the pump at 200 ml/hr and vtbi of 50 ml.. A review of the event history log revealed three events similar to the reported parameters are recorded on the last day of customer use. Two infusions are programmed with a vtbi of 50 ml, one with a vtbi of 51 ml, and all three run to completion without interruption. A service history review revealed no issues that could have caused or contributed to the reported issue. The device was found to deliver within specification during flow accuracy testing. The reported condition was not verified. No causality was identified and no correction required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump was not infusing properly. It was tested 3 times in 15 minutes run at 200ml/hour but only infused 45 ml each time and was 10 % out of tolerance. It should have infused 50 ml in 15 minutes. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.